Event description:
It was reported by the patient that the 72r electrodes caused pain. The patient does not have sensitive skin. The patient wore the electrodes for 24 hours and changed them every 2-3 days. The patient only called the representative and did not call the doctor. The patient stated that it feels like burning and poking but has no redness or marks. The patient stated she does not want to wear the unit. She wants to send it back. The patient was advised to call the doctor first and see what the doctor says and then call us back to update and we'll go from there. It was later reported the patient spoke with her doctor who advised her to discontinue the use of the spinal pak device. A box and return label has been sent to the patient.

Manufacturer narrative:
Corrections - b4: date of this report added, d3: manufacturer address and email address, d4:UDI, g1: contact office and manufacturer site, g3, g6: report type additional information - d4:lot number, d9: device available for evaluation and returned to manufacturer date, g3, h2, h3, h4: device manufacture date, h6: impact code, method, results, and conclusions, h10: additional narrative, h11. Review of the information provided by the customer and along with findings from the investigation, indicate there are no systemic issues with the product or lot. Therefore, the bill of materials (boms), material certifications, master labels, and product drawings were not requested or pulled during this investigation. The approved suppliers were not contacted, and the product was not pulled from stock for evaluation. No physical and/or functional condition could be found after review of the certificate of conformance that could be considered a causal factor for the reported complaint. The reported claim could be associated with a side effect/clinical condition of the patient which is unknown. The reported condition is related to clinical factors beyond the scope of the device investigation covered in the complaint investigation as part of the manufacturing review. Issue evaluation ie-00840 was initiated to investigate the received complaints of irritation/rash developed from the electrodes/cover patches. Hhed-10-2017-001 evaluated the risk to the patient. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). B3: date of event: the event occurred sometime in (B)(6) 2023. D11: medical product: unknown. D11: therapy date: unknown. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that the 72r electrodes caused pain. The patient does not have sensitive skin. The patient wore the electrodes for 24 hours and changed them every 2-3 days. The patient only called the representative and did not call the doctor. The patient stated that it feels like burning and poking but has no redness or marks. The patient stated she does not want to wear the unit. She wants to send it back. The patient was advised to call the doctor first and see what the doctor says and then call us back to update and we'll go from there. It was later reported the patient spoke with her doctor who advised her to discontinue the use of the spinal pak device. A box and return label has been sent to the patient.